Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged approximately four days after implant. It was also noted that the rv lead exhibited loss of capture and diminished r-waves. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.